Event description:
Hospital reported, dr was performing a cystoscopy procedure, when allegedly someone in the or accidentally activated the footpedal causing damage to the instruments and a slight burn on pt's bladder. Apparently, the electrode instrument was not in contact with tissue when pedal was activated which resulted in the current jumping from electrode to the scope. No medical attention was necessary for the burn and procedure was completed. Pt condition post-op was good.